Event description:
Additional information was received that the patient's vns device was disabled due to the high impedance. Additionally, the patient is experiencing chest pain and a pulling sensation in the chest. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that system diagnostics resulted in high impedance and the patient was barely able to feel stimulation event after an increase in output current. Anteroposterior neck and chest x-ray were received for the patient. The generator was located in the patient¿s upper left chest. Due to the quality and scope of the images it could not be confirmed if the connector pin is fully inserted through the second connector block or if the filter feedthru wires were intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend is present per labeling however no strain relief loop is present. One tie down was present which secured the strain relief bend. Due to the quality and scope of the image it was not clear if the lead that was routed behind the generator or if the lead wires appeared are intact connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.